Event description:
During a coronary stent procedure through the brachial artery, after successful deployment of the stent, the balloon would not deflate. An attempt was made to deflate the balloon by rupturing with a wire, taking the balloon above rated burst, using a syringe and cutting the hub. After these unsuccessful attempts were made to deflate the balloon, it was noted that the catheter shaft was broken. A snare was used for removal. Pt status is listed as "okay".